Manufacturer narrative:
DHR - no product information was provided; therefore, no DHR review can be performed. Failure analysis - the device has not been returned for investigation. If the product is returned, the investigation will be updated accordingly. The root cause is unknown as the product has not been returned; however, patient activity is a possible contributing factor.

Event description:
It was reported that a patient underwent pyrocarbon mcp revision on (B)(6) 2018. The distal component stem broke off in the proximal phalanx canal. The proximal component was reported to be completely intact and unaffected. It is estimated the implants had been in the patient for 3-5 years. The implants were revised to a silicone implant on (B)(6) 2018. The patient is recreational gun enthusiast and shoots his weapons competitively on a regular basis. There was considerable graphite absorbed in the surrounding soft tissues which remained after being thoroughly irrigated.

Manufacturer narrative:
DHR - no product information was provided; therefore, no DHR review can be performed. Two x-ray images were later provided. The x-rays confirmed that the distal stem was broken. Two units were returned: the proximal and distal components. The proximal component appeared intact; however, the distal component was broken at the stem. The remainder of the broken stem was not returned. Visual analysis of the distal component confirmed breakage. The root cause remains unknown; however, patient activity is a possible contributing factor.

Manufacturer narrative:
Additional information received on 12 nov 2018: "we revised the joint to a silicone implant on (B)(6) 2018. We revised the joint to a size 40 silicone mcp implant (B)(4). I don¿t have the lot# (not visible on the explants) or product number for the explanted pyrocarbon implants." "Patient is doing fine thus far. We don¿t know what or when caused the implants to break. But as I mentioned earlier, the patient is an avid recreational gunsman/shooter/rifleman. He shoots guns a lot. The patient is a male, born in (B)(6). So he¿s (B)(6). Investigation update: root cause analysis - two x-ray images were provided. The x-rays confirmed that the proximal stem was broken. The root cause remains unknown as the product has not been returned; however, patient activity is a possible contributing factor.